Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint, originally dint (B)(4), was re-opened upon receiving further information from (B)(6) which was: update ad 10 jan 2018: additional information received. Added ip for corail stem, patient's name and product/lot detail for pinnacle metal insert. No products were ever returned, although patients records were originally returned and fully evaluated, the results of which were documented in dint (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unexplained pain, squeaking, high metal ions patient function impaired, prior to revision fit and well lt thr. Update ad 10 jan 2018: additional information received. Dint spreadsheet received. Updated pc record doi: (B)(6) 2005; dor: (B)(6) 2010; unknown hip.